Event description:
According to the facility, bubbles were noted to remain in the syringe after following medline's instructions for priming syringes. The facility reported that removing all bubbles was not effective and that the bubbles unable to be expelled were larger than pin size. The facility further reported that significant effort was required to expel the bubbles, resulting in the wasting of approximately 1-3 ml of saline at times. The facility stated that the syringes with bubbles were not used and that staff obtained alternative prefilled syringes from par walls. The reported syringes did not reach the patient.

Manufacturer narrative:
According to the facility, bubbles were noted to remain in the syringe after following medline's instructions for priming syringes. The facility reported that removing all bubbles was not effective and that the bubbles unable to be expelled were larger than pin size. The facility further reported that significant effort was required to expel the bubbles, resulting in the wasting of approximately 1-3 ml of saline at times. The facility stated that the syringes with bubbles were not used and that staff obtained alternative prefilled syringes from par walls. The reported syringes did not reach the patient. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Update to d9, h3, and h6. After further investigation, it was determined that the device was returned to and evaluated by the manufacturer on 3/25/2026. The investigation included testing of the actual/suspected device, analysis of production records, and trend analysis. A malfunction was observed without a conclusive finding. If any additional relevant information is identified or obtained, a supplemental medwatch will be submitted.